Event description:
Cust is calling because she needs help programming the settings on her insulin pump. Customer reported being hospitalized for high blood glucose levels of 700 mg/dl for gastroparesis infection. Customer was wearing the pump at the time of hospitalization. Customer's blood glucose reading was 187 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).